Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that. This case reports that an image of a revised richard¿s medical optifix was received by product engineering. The name of the sales rep. Supporting the case, catalog item, size, batch number, catalog item and reason for revision are all unknown. Therefore, due to the lack of information at this time, a clinical assessment is not able to be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable cause could include but not limited to user error (not verifying the label properly). Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: d3 and g4

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a revision surgery, the laser marking is barely visible on the lower edge of the optifix cup next to the liner removal slot. Reason for revision and patient outcome are unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.